Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from hospital (B)(6). The title of this report is ¿surgical treatment of mid-shaft clavicle fractures by minimally invasive internal fixation facilitated by intra-operative external fixation: a preliminary study¿ which is associated with the stryker ¿hoffmann ii external fixation¿ system. Within that publication, post-operative complication/ adverse event was reported, which occurred from 01 january 2012 to 31 december 2016. It was not possible to ascertain specific device/patient detail from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 1 complaint initiated retrospectively for adverse event mentioned in the report and the study were available at https://www.ncbi.nlm.nih.gov/pubmed/30975635. This product inquiry addresses transient paraesthesia in the distribution of the c8 nerve root. The report states: ¿abnormal sensation in the distribution of the c8 nerve root was noted in 1 patient immediately after surgery. An electroneurophysiological study done 6 weeks after surgery was considered normal and the sensory disturbances resolved within 3 months.¿